Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that it felt like the device may be off as there was a return of symptoms: tremors and stiffness. The caller did not have a way to check the ins and the patient was at the stanford medical center ER dept. There were no known trauma or falls reported. They were transferred to have the rep paged to check the patient's ins. No further complications were reported or anticipated with this event.